Manufacturer narrative:
(B)(4). A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when attempting to advance the pta balloon dilatation catheter over the wire, the balloon became stuck. After retraction of the device, fraying at the base of the balloon was identified. Another balloon was used to complete the procedure. There was no reported patient injury.